Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four knives were dull when opening the cornea during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.